Manufacturer narrative:
The insulin pump was unable to prime unit during prime test due to faulty force sensor system. The pump was received with intermittent buttons due to moisture damage at keypad traces. No button error alarms were noted. The pump was received with cracked case at display window corners, belt clip slot and battery tube threads, and minor scratched lcd window.

Event description:
The customer's mother reported via phone call of a button error from the insulin pump. The customer's blood glucose level was 370 mg/dl. The customer's mother stated that her daughter was coming home from school when she received the button error. The customer's mother changed the battery and still received a button error. Customer was advised to discontinue use of the device and to revert to a backup plan.